Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the knife did not return after the firing. Another device was used to complete the case. There were no adverse consequences to the patient.